Event description:
It was reported that this left ventricular (lv) lead had a high out of range pace impedance measurement, that was greater than 2500 ohms. Additionally, high capture threshold was reported. As a result, this lead was abandoned surgically and replaced, during a normal device replacement procedure. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.